Manufacturer narrative:
The distal end of the lead was received for analysis. Visual inspection of the lead found internal insulation abrasions exposed due to the optim sheath being dislodged and damaged due to explant damage. One internal abrasion was found at the shock coil where there was no optim sheath present. In one location the cable coating of one conductor cable was abraded with signs of melting to the conductor cable and the inner lumen was also abraded. The exposure of the conductor cable likely contributed to the reported events. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damage noted to lead body was consistent with that occurring at time of explant.

Manufacturer narrative:
(B)(4). The initial portion of the lead was returned for evaluation and an external insulation abrasion was noted. The report of low impedance was unable to be confirmed as the electrical testing performed did not confirm any shorts or discontinuities. The secondary portion of the lead will be returned for evaluation, and a follow up report will be submitted when our evaluation is completed. (B)(4).

Event description:
It was reported (B)(6) 2012 that increased capture threshold and low impedance were observed. The lead was replaced. A partial segment of the lead was explanted and evaluated and the remainder was capped. It was reported that the secondary portion of the lead which had previously been capped was explanted (B)(6) 2016, and was observed to have externalized conductors. The patient condition was stable.